Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal fentanyl (25 mcg/ml at 21 mcg/day) via an implantable pump for unknown indications for use. It was reported that a catheter occlusion occurred with the catheter ascenda intrathecal 114 cm, which was implanted in the patient's lumbar spine. The event date was february 2025 (specific date not reported). The patient experienced pain that was not relieved for at least three weeks (possibly earlier than that). The patient was unsure how much relief she was ever getting. There were no known external, environmental, patient factors contributing to the issue. Catheter aspiration was attempted on (B)(6) 2025. It was discovered that the catheter was kinked at the area where it was anchored. A catheter revision procedure was performed on (B)(6) 2025, who repositioned the anchor and unkinked the catheter. Additionally, the sutureless pump connector on the existing catheter was electively replaced and discarded. Catheter aspiration was successful after the revisions. The issue was resolved, and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.